Event description:
It was reported to ventec by the patient using the reported ventilator that it was "stopping the flow" during use. There were no reports of patient harm as a result of the reported issue. No further details were provided.

Manufacturer narrative:
H6: the patient contacted ventec directly, as a result, section e1 name, address and phone are all na to protect their privacy. A ventec ventilation product support specialist has attempted to contact the patient in order to provide assistance. The product support specialist left the patient a message and to date has not received a return call. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.